Event description:
It was reported that a left heart catheterization was performed with a starclose device to the right femoral artery. One day later, an angio-seal was used following a percutaneous coronary intervention procedure (pci). The pt experienced hypotension and a hematoma six minutes later. A CT scan was performed in the abdominal. Integrilin was stopped and protamine was given. The pt was then transferred to intensive care unit (ICU) with surgical consult. Surgical repair was performed in right femoral artery (rfa). The physician found that the starclose device has been placed in a more distal catheterization puncture site and was within the subcutaneous tissue and there was bleeding from the catheterization entry into the rfa. The angio-seal device, which was more proximal was partially intact but was bleeding from the "suromedial". The pt was reported in stable condition.

Event description:
Torque wrench broke intra-operatively; tip had broken off into the plug of the polaris screw. Delay in surgery of one hour as the construct had to be removed and replaced.